Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, a partial lead connector portion was returned in one piece measuring 5.1 cm. Visual inspection of the lead found full breach degradation was found at 4.6 cm from the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts. Actions have been taken to prevent reoccurrence.

Event description:
This report is to advise of an event observed during analysis.